Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had a gas loss error. The unit showed ¿gas loss¿ error. Unit was swapped with other unit, and procedure was completed. No patient harmed or injured. A getinge field service engineer (fse) evaluated the unit, as the customer wanted the unit checked as a precaution. The fse performed preliminary checks and tests. No debris or blood found in unit. All checks and tests passed. Device passed all performance and safety tests according to factory specifications.